Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 55 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. Due to the bg level the customer experienced a seizure. ER monitored customer's bg values and gave a computed tomography scan. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.